Event description:
A report was received that the patient was experiencing a lot of pain at the hip and thought that it was related to the battery. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing a lot of pain at the hip and thought that it was related to the battery. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician stated that the reason for explant was a magnetic resonance imaging (MRI) related.